Event description:
It was reported that the customer was hospitalized in june of 2013 due to unexplained high blood glucose and dka. Caller stated that the customer's blood glucose reading at the time of hospitalization was high. Caller stated that the customer was having issues with his insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.